Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator pockets failed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the secure pockets failed. A field service engineer (fse) found that bin 1.3 was lit blue, and two bins had failed and would not recover. The fse powered down the refrigerator and the station. After powering the refrigerator and station it back on, the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.